Manufacturer narrative:
(B)(4). The customer returned one, three-lumen catheter for analysis. Signs-of-use in the form of biological material was observed on the catheter body. Visual analysis of the catheter revealed a rupture directly adjacent to the juncture hub. The catheter walls at the rupture appeared thinned and flared-out, indicating excessive pressure caused or contributed to this event. The catheter body was ruptured from 0-5mm from the distal end of the juncture hub. The catheter was functionally tested by injecting water using a lab inventory syringe into all three lumens. When the distal lumen was flushed, water exited the ruptured portion. When flushing the proximal lumen, major resistance was encountered. A long pin gage was inserted through the proximal lumen to dislodge any blockages. The proximal lumen was flushed a second time and water successfully exited out of the proximal skive hole. When flushing the medial lumen, no leaks or blockages were observed. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over-pressurizing an occluded or partially occluded catheter". The customer report of a catheter rupture was confirmed by complaint investigation of the returned sample. The returned catheter contained one rupture adjacent to the juncture hub, which leaked when the distal lumen was flushed. The rupture contained thinning walls, indicating excessive pressure caused the damage. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the catheter lumen ruptured during CT injection. Treatment delayed without incident. No report of patient injury or complication. Patient condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the catheter lumen ruptured during CT injection. Treatment delayed without incident. No report of patient injury or complication. Patient condition is reported as fine.